Event description:
As a unit has not been returned for analysis, a product investigation could not be carried out. Therefore at this time company cannot determine the root cause of the complaint reported. There have been no other complaints associated with this batch. The shop floor paperwork for this batch was reviewed. All manufacturing and quality assurance testing was carried out in accordance with the standard procedures. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident. Four factors have been identified through ongoing testing and clinical follow-up that increase the likelihood of perceptible increases in the forces required to withdraw the balloon from a deployed taxus stent. These are, the radius of curvature of the treated vessel segment, the degree of balloon deflation prior to withdrawal, the lesion preparation, and finally sub-optimal stent deployment. An extensive ongoing analysis is being performed to determine whether there is any correlation between the manufacturing elements, i.e. Process, materials, personnel, equipment, etc. And the units that have been identified through complaints as being difficult to withdraw from the stent. To date, there has not been any correlation identified. Preliminary analysis indicates that all of the units have been manufactured to specification and met all release criteria. Bsc recommends adequate pre-dilatation and preparation of the lesion to increase the chances of optimal stent deployment, the use of suitable dilatation pressure to ensure proper stent deployment, physicians should strive for a 1:1 stent to artery ratio, balloons should be fully deflated prior to withdrawal and this should be confirmed under fluoroscopy. The complaint states that the lesion was severely calcified and there was a 90% level of stenosis present, these factors may have had an influence on the difficulties the physician had in crossing the lesion. Boston scientific manufacturing processes include extensive testing and inspections to ensure each product meets or exceeds all material assembly and performance specifications. Company will however continue to monitor this type of complaint in order to ensure that there is no compromise with product quality.

Event description:
During a coronary drug eluting stenting treatment procedure, deployment and balloon removal difficulties occurred. The lesion being treated was located in the non tortuous, severely calcified, 90% stenosed mid right coronary artery (rca). The vessel was pre-dilated with a maverick 2.0 x 15 mm balloon. The physician tried to deliver the taxus express2 8.8% 2.75 x 32 mm drug eluting stent but was unable to cross the lesion. He went back in and dilated the vessel again. He then was able to implant a taxus 2.50 x 16 mm stent and deployed it to 10 atms. There was disease which kept the stent from fully deploying and there was a "waist" in the stent. The balloon was deflated and the balloon became stuck. The physician inflated to 6 atms and down to 1, pulled negative and then neutral and the balloon was still stuck. He then went down with a wire but could not get the balloon out. The physician inflated to 12 atms, deflated and the balloon was able to be removed. No pt injuries or complications were reported. The pt's status is reported as good.